Event description:
It was reported that a vns pt experienced vocal cord paralysis and developed a post operational infection after undergoing vns replacement surgery. Additional info received from the neurologist revealed the pt was evaluated by an ent physician who identified the vocal cord to be paralyzed. In addition, the pt developed a fungal infection in his posterior neck and back but not over the incision areas along with some post-operational pain. Furthermore, the reported events are improving as the pt is seeing an speech pathologist and the infection is being treated with mycolog cream. Moreover, the relationship of the vocal cord paralysis to vns surgery is unk at the moment as good faith attempts to obtain additional info have been unsuccessful to date.